Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode whilst driving. On interrogation it was noted that the right ventricular (rv) lead exhibited a sensing integrity warning for high number of the sensing integrity counter (sic) oversensing episodes. It was also noted that there was far field r waves (ffrw) on the right atrial (ra) lead and an increase in atrial sensing. Both the ra and the rv leads remain in use. No further patient complications have been reported as a result of this event.